Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation in all polarity options. Reprogramming was attempted, however, the patient complained of "shortness of air and tightness in the chest" on all vectors that had reasonable threshold. The lead remains in use. No further patient complications have been reported as a result of this event.